Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that thrombosis occurred. Prior to the procedure, 150 mg dabigatran, 300 mg aspirin and 75mg clopidogrel were administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 23.0 mm. Post implant assessment dated (B)(6) 2020 revealed a complete laa seal with no evidence of thrombus on the atrial facing surface on the watchman device. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, 58 days post procedure, the patient presented for the protocol required 45-day follow-up visit and transesophageal echo (tee) revealed a complete laa seal and presence of a laminar, mobile thrombus on the atrial facing surface of the watchman flx device. At the time of event, the patient was still on aspirin and clopidogrel. No information is currently available for the treatment of the thrombus.